Manufacturer narrative:
E2402: loose stools, bowel urgency, voiding dysfunction symptoms, fibromyalgia, hemorrhoids, foul smelling urine. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of hernia. It was reported that after implant, the patient experienced constipation, pain, urinary urgency, incontinence, nocturia, discomfort, urinary frequency, urinary tract infection, vaginal/rectal bleeding, cystocele, hematuria, voiding dysfunction symptoms, vaginal discharge, abdominal bloating, swelling, dysuria, abdominal pain, infection, loose stools, bowel urgency, fibromyalgia, haemorrhoids, atrophic vaginitis, foul smelling urine, affected psychologically, vaginal itch.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(Patient codes, device codes, ime e2402: pelvic floor descent, sinus tracts, incomplete bladder emptying, hyperemic bladder mucosa, lump, pressure at back passage, dragging sensation, vaginal tissues atrophic, induration, lesions). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of hernia. It was reported that after implant, the patient experienced constipation, pain, urinary urgency, incontinence, nocturia, discomfort, urinary frequency, urinary tract infection, vaginal/rectal bleeding, cystocele, hematuria, voiding dysfunction symptoms, vaginal discharge,abdominal bloating, swelling, dysuria, abdominal pain, infection, loose stools, bowel urgency, fibromyalgia, hemorrhoids, atrophic vaginitis, foul smelling urine, affected psychologically, vaginal itch, bacterial infection, pus, abscess, anal fistula, fibrotic adhesions, pelvic floor descent, sinus tracts, vaginal hematoma, recurrent prolapse, anterior wall defect, mesh exposure, frequent micturition of large volumes of urine, nausea, incomplete bladder emptying, suprapubic tenderness, hyperemic bladder mucosa, vaginal granulation tissue bleeds when touched, painful lump in vagina and vulva region, pressure at back passage, dragging sensation, discomfort sitting down, excruciating pain at top of vagina, vaginal tissues atrophic, mesh erosion, cellulitis, induration, leaking abscess, yellow discharge, indurated lesion, mesh infection, fluid collection, chronic wounds, foul smelling blood passing rectally, fecal incontinence, cramping, difficulty walking from pain, inflamed rectal mucosa. Post-operative patient treatment included MRI, evacuation of vaginal hematoma, antibiotics, removal of mesh, paravaginal repair, colposuspension, multiple cystoscopy, urethral dilation, hernia repair with mesh, mesh revision, excision of granulation tissue, pelvic floor exercises, injection of steroid, deroofing of l buttock abscess, excision of vaginal sinus, predfoam enemas.